Manufacturer narrative:
The reagent lot numbers and expiration dates were not provided. The investigation is ongoing.

Event description:
There was an allegation of questionable results for approximately 150 patient samples for multiple assays from the cobas e 801 analytical unit. Representative examples include: sample 1 initial tsh result was 18.6 miu/l and the repeat result was 14.7 miu/l. Sample 2 initial ft4 result was 4.5 pmol/l and the repeat result was 2.7 pmol/l. Sample 3 initial vitamin d result was 143 nmol/l and the repeat result was 94.5 nmol/l. Sample 4 initial vitamin d result was 300 nmol/l and the repeat result was 60.5 nmol/l. Some of the questionable results were reported outside of the laboratory.

Manufacturer narrative:
Medwatch field h6 investigation findings code was updated. After service, no further issues were reported by the customer. The investigation determined the service actions resolved the issue.

Manufacturer narrative:
The field service engineer replaced various components in the reagent supply flow paths. The investigation did not identify a product problem. The specific cause of the event could not be determined.